Event description:
It was reported that the nurse forgot to program a bridge bolus for a concentration change that was done. Five hours later the nurse called in for assistance in programming the bridge bolus. No patient symptoms or outcome was reported. The drug contained in the patient's pump is unknown. Additional information has been requested from the hcp, but was not available as of the date this report. A follow-up report will be sent if additional information is received.